Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) for a pump related issue. No additional details of the ER visit or blood glucose impact were provided. Multiple unsuccessful attempts were made to contact the customer; however, no additional information was provided on the reported event.